Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient thought it was their fault and they let their implantable neurostimulator (ins) completely discharge. The patient had been getting the reposition antenna screen since (B)(6) 2017. There was poor communication when using the patient programmer. The patient had started going in (B)(6) and was charging but then the last few months the patient had been traveling to the treatments every 3 weeks and let the charging lapse. There were no patient symptoms reported. No further complications were reported. Additional information was received from the patient. It was reported that the patient got in touch with the representative and they were unable to restart the implantable neurostimulator (ins). The patient reported the ins was fairly new and she let it overdischarge once. The patient noted her best estimate was that the ins was overdischarged for about a couple months. The patient had tried 3 times to get the charging screen was unable. The patient added she is going to see the healthcare provider about having the ins removed or replaced. The patient stated the reps tried on 3 separate occasions to jump start the ins and tried for an hour each time. The patient reiterated that it was her fault that the ins had discharged because she had been going back and forth to (B)(6) for treatment and that things got out of hand and she did not bring the equipment with her and she was not really using it. The patient added that she does not use the ins a lot and it has not been giving her much relief.